Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle libre sensor. Although trips were observed, investigation concluded there were no product non conformance's. Complaint data analysis has been reviewed for this product and issue. Review of freestyle libre sensors show no adverse trends have been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the adc freestyle libre sensor detached from the customer (18 month child) on the same day of application. Customer experienced unspecified symptoms of hypoglycemia and was administered a glucagon injection by his father. There was no report of death or permanent injury associated with this event.